Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 217 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened up and down buttons dome switch. No button error alarm during our testing noted. The insulin pump has cracked case at display window corner, reservoir tube lip, minor scratched display window and missing end cap sticker.